Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient died due to non-cardiac means. There is no known allegation from a health professional that suggests the death was related to the device. No further information is available at this time. The device is included in the fsca advisory for premature battery depletion.

Manufacturer narrative:
Analysis was normal. No anomalies were found.